Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. Customer's blood glucose was over 20 mmol/l at the time of incident. The customer also reported a button error alarm occurred on the insulin pump. Customer also reported they were unable to access the menus as a result of the alarm. The customer also reported going to the hospital to obtain a back-up insulin pump. The customer's blood glucose was 14.2 mmol/l during this time. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.